Manufacturer narrative:
Evaluation of the returned jet7 confirmed that the catheter was fractured. If the jet7 is forcefully manipulated against resistance during use, damage such as a fracture may occur. Further evaluation of the returned jet7 revealed kinks and ovalizations on the distal fractured segment. This damage was incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7), a benchmark bmx96 access system (benchmark max), and a glidewire. During the procedure, the physician encountered resistance while advancing the jet7 through the benchmark max over the glidewire. After the jet7 was positioned, the glidewire was advanced further into the petrous segment of the internal carotid artery (ica). The jet7 was then advanced over the glidewire but became stuck in the opthalmic artery where the physician encountered more resistance. The physician decided to remove the jet7 from the patient but noticed that the jet7 was not tracking in tandem with the attempts to pull it back. When the jet7 began emerging from the benchmark max, the physician noticed that the distal tip was fractured and only remained connected to the jet7 by a single wire. Over a period of seven minutes, the jet7 was carefully retracted and successfully removed. The procedure was completed using a non-penumbra catheter, the same benchmark max, and the same glidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 03/29/2021: 1. Section b. Box 5. Describe event or problem. 2. Section d. Box 4. Lot#. 3. Section d. Box 4. Expiration date. 4. Section h. Box 4. Manufacture date. 5. Section h. Box 6. Method code 2. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a benchmark bmx96 access system (benchmark max), and a glidewire. During the procedure, the physician encountered resistance while advancing the jet7 through the benchmark max over the glidewire. After the jet7 was positioned, the glidewire was advanced further into the petrous segment of the internal carotid artery (ica). The jet7 was then advanced over the glidewire but became stuck in the opthalmic artery where the physician encountered more resistance. The physician decided to remove the jet7 from the patient but noticed that the jet7 was not tracking in tandem with the attempts to pull it back. When the jet7 began emerging from the benchmark max, the physician noticed that the distal tip was fractured and only remained connected to the jet7 by a single wire. Over a period of seven minutes, the jet7 was carefully retracted and successfully removed. The procedure was completed using a non-penumbra catheter, the same benchmark max, and a new glidewire. There was no report of an adverse effect to the patient.